Event description:
The surgeon reported experiencing a corneal burn while performing a phacoemulisification procedure. The burn occurred at the anterial lip of the incision. The patient required three sutures to close the wound.